Manufacturer narrative:
Physio-control has been unsuccessful in reaching the customer regarding the reported device issue and no response appears to be forthcoming. It is unknown if the device will be returned to physio for evaluation. The cause of the reported failure could not be determined.

Manufacturer narrative:
The device was returned for evaluation. Physio-control evaluated the device and verified the reported device issue. After an evaluation of the device, it was observed that the internal hlc batteries had been depleted, likely due to the customer not maintaining the device by replacing the charge-pak in a timely matter per the operating instructions.

Event description:
The customer reported that their device was showing all three icons (attention, charge-pak and service wrench). All three icons on this device is indicative of a device which does not have sufficient power to provide effective defibrillation therapy to a patient, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.